Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The user received a questionable iga result for one patient sample. The initial result was 43.42 g/l with a data flag. The sample was automatically repeated by the analyzer and gave a repeat result of 0.42 g/l. Due to the difference in the results, the user repeated the sample with a manual dilution and received a result of 71.8 g/l. A result of 83 g/l with a data flag was generated from a 1:100 dilution and was reported outside the laboratory. The patient was not adversely affected. The iga reagent lot number was 630098.

Event description:
Customer reported low blood glucose symptoms with result of 141 mg/dl obtained on the aviva combo system. Ambulance was called, and customer tested 18 mg/dl on professional device 30 minutes following result of 141 mg/dl. Customer received glucose from the emergency doctor, and "came into" at the hospital. Requested return of suspect device and replacement was sent.